Manufacturer narrative:
Physio-control contacted the customer to request patient information (patient identifier, age, gender, weight, relevant tests and lab data, and other relevant history). The customer was not able to provide this information. Physio-control evaluated the customers device and was unable to duplicate the reported issue. However, the device download data was reviewed and the reported issue was verified. Physio replaced the smart battery board and battery pins replaced as precaution. After unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device removed it's charge and shut off when the shock button was pressed. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.